Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels due to the infusion set cannula having been inserted improperly into the customer's body. The customer's blood glucose was over 500 mg/dl when the customer did a complete set change. The customer's most recent blood glucose was 489 mg/dl, which was treated via insulin pump, and lowered to 469 mg/dl. He complained of irritability as a symptom of high blood glucose. He observed a large air bubble in the reservoir. He was advised to use the plunger to push the air bubble out of the reservoir but stated that he was not able to push the plunger out at all. He declined to check his settings and stated that he could try a different insertion site. He advised that he would seek help from his doctor or visit the local emergency room to obtain emergency medical assistance. The customer's spouse added that the customer had 2 operations and was currently on oxygen. The customer was advised to revert to a back-up plan.